Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer had experienced low blood glucose levels of 20 mg/dl on (B)(6) 2017 due to insulin pump was on suspend for 8 hours. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 151 mg/dl at the time of the call. The customer's parent was assisted with troubleshooting and unable to describe possible damage to the drive support cap. Customer's parent also reported that the customer had a high blood glucose of in the 400's mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. Customer 's parent stated that the insulin pump buttons were sticking and stopped working. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self-test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and self-test. No excessive no delivery alarms noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.